Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility representative contacted baxter to report a colleague infusion pump with a damaged battery. There was no adverse event, patient injury or medical intervention associated with this report. During the product evaluation at baxter it was discovered that a battery depleted set alarm occurred during infusion, which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was depleted main batteries. The main batteries and harness have been replaced. A service history review revealed that this device was previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).